Event description:
Patient's pkr was revised for pain, components were well fixed upon inspection.

Event description:
Patient's pkr was revised for pain, components were well fixed upon inspection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5610-f-202, lot # xmep, description: triathlon pkr femur #2 rm/ll. Cat # 5620-b-302, lot # zeoja, description: triathlon pkr baseplate #3 rm/ll. At this time, it cannot be determined if these devices may have caused or contributed to the patient's experience. Device not returned.

Manufacturer narrative:
The event was not confirmed. No items associated with the event were returned or made available for identification or evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.